Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is complete. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip broke. This was noticed when the instrument was removed from the leg, so the same kit was used to complete the procedure. The piece was retrieved through the original incision. The hospital did not report any patient complications. The product is returning.